Event description:
It was reported that during the implant procedure an unknown lead dislodged during slitting of the catheter sheath. The sheath was removed and a new sheath was used to implant the lead. The lead remains in use, and no patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).